Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 14f amulet delivery sheath (ds) was selected for use in an laao implant procedure. It was noted that dilator quickly broke when trying to insert over the wire it into the vein. The ds was replaced with another 14f amulet ds to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no delay. The patient is stable.

Event description:
It was reported that on (B)(6) 2025, a 14f amulet delivery sheath (ds) was selected for use in an laao implant procedure. It was noted that dilator quickly broke when trying to insert over the wire it into the vein. The ds was replaced with another 14f amulet ds to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no delay. The patient is stable.

Manufacturer narrative:
It was reported that the dilator was splitting in two. A returned device assessment could not be performed as the device was not returned for analysis. A images received appeared to show dilator having split at the tip, confirming the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the findings, the issue appears to be related to a potential product quality issue; an exception issue 130010 is under further investigation for this issue. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied.